Event description:
It was reported that the device door was binding upon opening. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of door binding upon opening was confirmed. ¿ on 06-mar-2025, lvp device was received unboxed and with paperwork. ¿ external investigation revealed a lifted door cover. ¿ internal inspection revealed the bezel door harness was not fully seated causing the door cover to lift and bind when opening the door. ¿ device to be returned to san diego repair center for normal processing. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.